Manufacturer narrative:
The root cause of the leak was that the probe wash (rinse) block was out of alignment, which was resolved after the fse performed the services described. Customer has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the rinse block of the coulter lh500 hematology analyzer was leaking. The field service engineer (fse) inspected the instrument and observed that the probe wash was leaking because it required adjustment. The fse adjusted the length of the stroke for the probe wash (rinse) block. There was no further evidence of leaking. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was exposed to or harmed by the leak.